Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the magnet fell out of the pump cover of the roller pump for the sorin s5 system. This issue was detected during setup, so there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the magnet fell out of the pump cover of the roller pump for the sorin s5 system. This issue was detected during setup, so there was no patient involvement.